Manufacturer narrative:
Block d9: corrected date from initial MDR from 06/01/2021 to 06/08/2021. Block g3: the angiosculpt device was returned for evaluation. Block h3: visual examination found a distal bond peel, but remained intact to the device and an elevated scoring element observed. During functional testing, the device was pressurized and at less than 2 atm, a leak on the balloon was present. Under microscopic inspection, a longitudinal tear was noted. Block h6: per the IFU, at least 99.9% of the balloons (with a 95% confidence level) will not burst at or below their rbp.

Manufacturer narrative:
The patient's dob or age at time of event, gender, weight, ethnicity, and race are unknown. This information was not available from the facility. During inflation, the balloon ruptured at rbp. No patient injury, this MDR is being reported conservatively. Patient information regarding relevant tests/laboratory data or medical history are unknown. This information was not available from the facility. Device evaluation anticipated, but not yet begun.

Event description:
The angiosculpt device was used to treat a severely calcified mid at. During inflation at 16 atm for 2 minutes, the balloon deflated and ruptured. A new angiosculpt device was used to complete the procedure. No patient injury reported.